Event description:
Reporter alleged not being sure if blood glucose monitoring device results were accurate. Reporter stated at 10:42 pm, device result was 200 mg/dl. Reporter stated taking 1 unit of insulin and then woke up at 3:30 am from a migraine headache and then passing out due to low blood glucose. Reporter stated being unable to test glucose before passing out. Reporter indicated being found by a family member and being given two packs of sugar. Reporter stated glucose result was then 126 mg/dl. Reporter stated controls were used but found to be out of an acceptable range. A request was made for the return of the suspect device and replacement product was sent.